Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment from close to the p-cap. The infusion set was in use for less than one day. Insertion site was thigh. The blood glucose level was 400 mg/dl and the patient was treated with insulin pen. No further information available.